Event description:
Smiths medical has informed us of an event that there was leakage through the cuff. It was confirmed the cuff inflated when air was infused but gradually deflated with time. It is not known how long the tube was in place. The tube was replaced. The unit was pretested per the instructions for use. No adverse outcome. Event occurred a hos in another counyry.